Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The bending angle was insufficient due to the elongation of the angle wire. The curved rubber adhesive was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the distributor, the evis lucera bronchovideoscope had an insufficient angle. No patient harm reported. During the evaluation of the device, it was noted the coating on the insertion tube was peeled off due to deterioration. This report is to capture the reportable malfunction of the peeled off coating on the insertion tube due to deterioration noted at estimation.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 08-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.